Event description:
Complainant alleged that during biomed testing the device intermittently powered up. Device displayed "status 90" message when powered up. Complainant indicated that there was no patient involvement in the reported malfunction.